Event description:
It was reported that the device was implanted in an abdominal wall repair procedure on (B)(6) 2011. The physician stated that the device looked thin on the edges, so he placed the thin side towards the apex. The last two sutures tore through the device. The physician was able to repair and close and the device remains implanted. There was no serious injury reported with this event; however, the procedure was prolonged and there is a risk of serious injury if the malfunction were to recur.

Manufacturer narrative:
Review of the device history record, review of lifecell's complaint management system for similar complaints reported to lifecell against this lot. Review of device history record for lot s10919 resulted in no remarkable findings, with no deviations related to the nature of this complaint. As of (B)(4) 2011, (B)(4) grafts from this lot were distributed, including (B)(4) devices that were reported as implanted, with three similar complaints reported to lifecell against this lot. Internal investigation revealed that complaint related lot met qc release criteria including mechanical testing. Event is reported due to risk of serious injury if the malfunction were to recur.